Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose readings on the ilet following breakfast and outdoor yard work, without a fingerstick confirmation, and later changed the infusion set and returned to range; the user reported the cannula appeared straight, no leakage was felt, sites were chosen to avoid scar tissue, and the user suspected the infusion set lot 6011923. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery to target range after infusion set change. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction observed by the user and a potential infusion set performance issue could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.